Event description:
It was reported that during a partial gastrectomy procedure, while performing the third firing, the device presented some difficulties and became locked and cut only half of the tissue. On the fourth firing, the entire reload was lost. Another stapler was used to complete the procedure. There were no adverse consequences to the pt reported.

Manufacturer narrative:
Pinion axle support. Eval summary: the analysis results found that the 6sb45 device was returned in good condition and with a reload present. The reload was received partially fired and with the lockout tab normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.